Event description:
It was reported that patient received ribfix blu approximately five (5) weeks ago. The patient, after the original surgery, coded in the ICU and received manychest compressions. The force of the many chest compressions dislodged one of the plates. A revision suregery was performed to address the dislodged plate and repair two new bone fractures that were caused by the force of the compressions. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint #: (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. The root cause of the reported issue is attributed to a user error. It was reported a week and a half after receiving ribfix blu implants, the patient coded in the ICU and received many chest compressions shortly after. The force of the chest compressions dislodged one of the plates and the surgeons wanted to go in to fix that and two new fractures that resulted from the compressions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.